Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 430 mg/dl. The customer was declined with troubleshooting. It was unknown that the customer did used to auto mode feature at the time of event. Customer reported insulin pump had an open book image. The device will be returned for analysis.